Event description:
The customer reported that the sys would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The connections on the table were reseated. The sys was tested and found to be working as intended and returned to svc.